Event description:
A baxter service tech reported an infusion pump with a 715 failure code that occurred during service. The facility's biomedical engineer stated that there was no report of pt injury or medical intervention caused by this pump, and there was no report of this failure occurring during pt use.